Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(4). Batch: 7004733.

Event description:
It was reported that patient was experiencing inadequate stimulation. The patient underwent an explant procedure. The explanted devices were not returned.